Manufacturer narrative:
Method: visual inspection, functional inspection, and device history review. Results: visual inspection: no device was returned (plate and screws removed and not returned) so no inspection could be performed. Device history review: no manufacturing files were reviewed because no lot number was provided. Conclusion: a four level aviator plate was reported to have a majority of the screws pulled out of the vertebral body, while still locked in the plate (based on sales rep conversation with the surgeon). A revision surgery was performed that replaced the plate and screws. The plate was never returned. There was no information available except the surgeon's name and the patient's gender. No information on the patient's lifestyle was made available and no x-rays and/or product confirming the failure were available. Multiple attempts to collect additional information were made with no success.

Event description:
It was reported that, "failed four level anterior cervical fusion. Original date of surgery was in (B)(6) 2013. Dr preformed a four level anterior cervical fusion utilizing the aviator plating system and c-plug cervical graft. Patient presented 4-6 weeks post op with the majority of the plate separated from the vertebral bodies. All screws appeared locked to the plate. Almost the entire construct pulled out. The revision surgery was on (B)(6). The plate was removed and the site was re-instrumented utilizing a new aviator plate and large diameter screws. The patient was also fixed posteriorly utilizing the oasys system."

Manufacturer narrative:
Not returned.

Event description:
It was reported that, "failed four level anterior cervical fusion. Original date of surgery was in (B)(6) 2013. Dr. Preformed a four level anterior cervical fusion utilizing the aviator plating system and c-plug cervical graft. Patient presented 4-6 weeks post op with the majority of the plate separated from the vertebral bodies. All screws appeared locked to the plate. Almost the entire construct pulled out. The revision surgery was on (B)(6). The plate was removed and the site was re-instrumented utilizing a new aviator plate and large diameter screws. The patient was also fixed posteriorly utilizing the oasys system."